Event description:
It was reported that "CPAP is out of specification at the 15 and max setting". It was confirmed there was no patient involvement and no clinical injury.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for investigation. The device has minor wear and tear with no major physical damage. The device was functionally tested. The report complaint was confirmed. The o2 flow setting was out of specification. The root cause was that the CPAP control was out of calibration. The CPAP cartridge kit was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Corrected data: g2 email is: regulatory.responses@icumed.com.